Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high on every third day of her infusion set. The patient's blood glucose has run up to the 400 mg/dl and 500 mg/dl range, but on average her blood glucose is in the 250 mg/dl to 300 mg/dl range. The hyperglycemia has been occurring for the past two months troubleshooting was initiated for the hyperglycemia. The customer stated that she would treat with a bolus first, and then a manual insulin injection if she needed further treatment. The patient's blood glucose was currently 300 mg/dl and she felt fatigue, abdominal pain, and excessive thirst. The customer confirmed that there were four air bubbles in her infusion set tubing: two large ones and two small ones. A prime was performed with the current set and insulin exited the tubing. The customer decline to check their insulin pump settings. She was advised to check her programming and change her infusion set every two days. No products were returned or replaced.